Event description:
The surgeon reports performing cataract surgery with attempted implantation of a crystalens iol into the patient's left eye. The surgeon attempted to inject the lens through a 2.4 mm incision; however, after several attempts, the trailing haptic was bent. The incision was enlarged to 3.0 mm and a new lens was implanted without any reported complications. Reference MDR: 2031924-2011-00053.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. According to the surgeon, the bent haptic was likely due to the lens injector. However, neither the lens nor the injector was returned to the manufacturer for evaluation. Therefore, the root cause of the reported event could not be determined.